Manufacturer narrative:
H3. Device evaluated by manufacturer and h6. Evaluation codes: updated. One device was received. Visual inspection noted multiple scratches on the enclosure and water tank cover, quick connect was corroded, had a dent in the ?global display label?. The device was functionally tested and warmed up to the operating temperature without fault. The complaint was not confirmed as no fault was found. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Replaced quick drain connect, global display label. Performed preventative maintenance (pm) and calibrated. Device passed all functional and delivery tests.

Manufacturer narrative:
Other text: b3: date of event is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device is not reaching temperatures. Patient involvement unknown.